Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings. The cannula was also found bent. It could not be confirmed that the sensor was received in said condition due to it being returned opened and used.

Event description:
Customer reported differences between their sugar glucose level and blood glucose level. Customer's blood glucose level at the time 165mg/dl. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.